Event description:
It was reported that the patient presented to the clinic for a follow-up visit. Upon device interrogation, the pacemaker exhibited an interrogation issue due to non-functional RF telemetry. Additionally, the pacemaker could not be programmed. The atrial lead also exhibited a decreased P-wave amplitude. The physician decided to reposition the atrial lead; however, the helix was delayed in extending. As a result, the physician elected to explant and replace both the pacemaker and the atrial lead. The patient was stable throughout.